Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, and disposable cassette was attached for testing which passed. The customer problem could not be duplicated; however, it was verified in the device ehl. Investigator's replaced the pump downstream occlusion sensor for prevention measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was presenting with a "cassette not attached properly" error. There were no reported adverse events. There was no patient present at the time of the event.